Manufacturer narrative:
3 of 4 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of the three devices found them all to be within specification and no overheating issues could be duplicated during testing.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. This report summarizes four malfunction events where a midwest tradition handpiece overheated. There was no injury in three events. In one event a patient was burned, but no intervention was required to treat the minor burn.